Event description:
It was reported that a spectrum pump had a closed door issue. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a 'close door' alarm was not reproduced. A review of the event history log revealed multiple 'door jammed' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation, the device alarmed 'door not fully latched'. The cause of the condition was determined to be the worn door hooks and latch pins. The door hooks and latch pins require replacement to address this issue. Occurrence of this alarm outside of a therapy is not likely to lead to patient harm. Should additional relevant information become available, a supplemental report will be submitted.